Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following findings: ap flexion and lateral view of the right knee show postoperative changes of total knee arthroplasty. This appears to be the vanguard 360 revision knee with cemented long femoral and tibial stems. Both views show a displaced metallic screw of uncertain donor site in the anterior intercondylar notch at the distal aspect of the femoral component. No gross evidence of hardware loosening is identified. Impression: revision total knee arthroplasty. Displaced metallic screw of (presumably the femoral stem securing screw) in the anterior intercondylar notch at the distal aspect of the femoral component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee surgery on an unknown date. Approximately 5 years post-op, the patient experienced a clicking in their knee and had imaging performed which found that the femoral screw backed out of the femur. Subsequently, the patient was revised. Attempts have been made and all available information has been provided.